Event description:
According to additional information received- there was no device issue noted or reported by the physician [patient preference to change device only].

Manufacturer narrative:
According to the available information the titan was implanted on (B)(6) 2018, and revised on (B)(6) 2026, due to patient preference. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of patient preference, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the implant was removed and replaced due to it being 13 years old.